Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to a steadily rising threshold and possible insulation damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (B)(6) 2009. (B)(4).